Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 900 mg/dl with ketones (size was unknown) a healthcare provided identified as life threatening. Due to the bg level the customer "fell multiple times." Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2026 with the issue resolved an no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.